Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the mega suturecut needle driver instrument had a broken wire in the wrist mechanism. There was no report of patient harm due to this event.